Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed the usb cable, after which pump began charging, and technical support advised against using third-party charging equipment, confirmed understanding with customer, and arranged shipment of replacement tandem charging cable, with no further assistance required.